Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced a faulty direct current (dc) power supply module and proactively replaced a dc power distribution board. The cse ran a quick check and quality control, which resulted within range. The cause of the burning smell and smoke being emitted from the instrument is a faulty direct current power supple module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A burning smell and smoke was emitted from the rear of a dimension vista 1500 instrument. There are no known reports of patient intervention or adverse health consequences due to the burning smell and smoke being emitted from the instrument.